Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked. The following information was provided by the initial reporter: "on (B)(6) 2020, the q-syte found that leakage occurred at the screw joint of the septum membrane joint during the infusion process to the patient in the department of hematology of (B)(6). Due to less leakage, it was not found in time. It was found that a bottle of albumin had leaked a lot. The department immediately re-drawn the needle and infused. The current leakage caused customers to question our company's product quality; it caused a very bad impact on the company's brand image; it was very likely that subsequent customers will continue to use our company's products or other series of products have certain doubts, please pay attention and deal with it."

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked. The following information was provided by the initial reporter: "on (B)(6) 2020, the q-syte found that leakage occurred at the screw joint of the septum membrane joint during the infusion process to the patient in the department of hematology of (B)(6) hospital. Due to less leakage, it was not found in time. It was found that a bottle of albumin had leaked a lot. The department immediately re-drawn the needle and infused. The current leakage caused customers to question our company's product quality; it caused a very bad impact on the company's brand image; it was very likely that subsequent customers will continue to use our company's products or other series of products have certain doubts, please pay attention and deal with it."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a q-syte with an extension that has a slip luer syringe with fluid inserted into the top septum of the q-syte. There is a droplet of clear fluid on the outside of the q-syte at one side of the top body. The reported issue was confirmed as the picture clearly displays leakage from the q-syte and pinched extension tubing. Although the failure stated in the reported issue was confirmed with the photograph provided for investigation, bd could not establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.